Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. Per report, procedural factors of misjudging the best valve positioning for this patient contributed to the pvl leak. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
After deployment of a 26mm sapien xt valve in a 70:30 aortic/ventricular position, tee revealed moderate paravalvular leak (pvl) and a decision was made to place a second valve. The valve was positioned lower in the annulus (50:50 a/v) resulting in reduced pvl (trace). The patient remained stable and was discharged 3 days post tavr procedure. As reported, the aortic positioning of the valve (70:30 a/v) was intended based on the native aortic height but proved to be too high. The native annulus measured 24.5mm x 25mm by tee. The native aortic annulus and root were not calcified, but the native leaflets were severely calcified. Both the image intensifier angle and the coaxial alignment of the delivery system were noted to be good, ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
The size of the valve and native annulus was incorrectly reported. Model number: the size is 23mm for the sapien xt valve. Patient's native annulus measured 21mm by tee.